Event description:
It was reported that during a da vinci si pyeloplasty procedure, the fenestrated bipolar forceps instrument was inspected and inserted as usual. During the procedure, the surgeon noted that he was not able to fully rotate this instrument in one direction. The instrument was removed and re-attached and the corresponding sterile adapter was re-attached as well without success. The customer replaced the instrument by a brand new one and they were able to complete the surgery without any problem. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported failure mode. The instrument was placed on the in-house da vinci robot system and driven with no problem. Instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to be fully functional. Additional observations not reported by site were pulley damage and main tube damage. There was an indentation at the edge of the distal pulley and visible scratch marks on the surface of the pulley. The distal end of the main tube also exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that the pulley and main tube damages were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.